Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was being placed via the cephalic without a sheath. The helix caught up on a venous valve and was damaged when the lead was removed. Another lead was implanted. No patient complications have been reported as a result of this event.